Event description:
Boston scientific received information that during a routine interrogation it was noted that the right atrial lead exhibited loss of sensing and capture along with oversensing of noise leading to inappropriate mode switches. Review of the patient's data also revealed that approximately one month earlier there had been an increase in the ra lead impedance measurement from 500 to 800 ohms. The impedance then decreased and increased intermittently, but was never out of range. The patient is not atrial dependent and a possible dislodgement is of concern. Boston scientific technical services was consulted and suggested obtaining an x-ray. The field representative is attempting to obtain additional information. No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.